Event description:
Allergan style 115 textured silicone implants removed due to autoimmune reaction and rupture. All medical conditions were diagnosed in (B)(6) 2019 after recurrent miscarriages in 2019 and autoimmune reaction to birth control iud (ending in removal). FDA safety report ID# (B)(4).